Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the speckled, unclear and rainbow static picture occurred due to a component failure of a defective printed circuit board. In addition, the following reportable malfunctions were identified during the device evaluation: rainbow static. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported picture was speckled and unclear during inspection for use involving an olympus colonovideoscope. There was no patient injury reported.